Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A review of the alarm log was performed and an insert slide clamp alarm on pump 2 was identified. The pump would not function due to the insert slide clamp alarm. The malfunction was caused by the slide clamp assembly being out of calibration. The slide clamp assembly was cleaned and recalibrated. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump would not function. The process step that this malfunction was identified is unknown. However, there was no patient involvement. Additional information was requested and is not available.